Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) was observed on the device. No known intervention has been performed. The patient was stable and will continue to be monitored.